Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the iliac vein. A 16 x 60/9fr uni plus 75 cm wallstent® endoprosthesis was deployed to treat the lesion. However, after deployment, it was noted that the stent was deformed. The deployed stent was then explanted and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.